Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nosebleed every day after using the device. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed

Manufacturer narrative:
The manufacturer previously reported it was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nosebleed every day after using the device. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. This correction report is being sent to correct the previous report sent. The manufacturer was contacted only due to a user of a dreamstation auto CPAP alleging nosebleed every day after using the device. There was no reference to recall or allegation related to the sound abatement foam. During review of the complaint information found that no death or serious adverse event occurred. Based on the available information, there is not enough evidence to indicate this issue is reportable.